Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are bent in the distal area. One haptic is broken/torn from the optic and is broken in the distal tip area (broken distal tip area not returned). The optic is pressed against a post of the lens case. The optic edge has a small torn/split/cracked area. A fold inspection could not be conducted due to extensive optic damage. All product and batch history records are quality reviewed prior to product release. A non-qualified cartridge was indicated. The handpiece indicated is not qualified for the product combination used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The root cause is most likely related to a failure to follow the directions for use (dfu). The customer indicated the use a non-qualified lens/cartridge combination. The use of non-qualified products may result in lens delivery difficulties or lens damage. There is no other complaints for this lot the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol did not engage correctly. Additional information was provided by a nurse, who reported that the lens did not engage properly. The lens would not flatten out, it didn't go into the eye normally. The procedure was completed with another lens. According to the surgeon's opinion, the cause of the event is unknown. Additional information has been requested.